Manufacturer narrative:
A service and repair evaluation was preformed: the customer reported the tensioner got stuck and the cable could not be removed. The repair technician reported the tensioner would not release. The cause of the issue is unknown. The device was sent to the vendor for repair on 8-oct-2015. The vendor repaired the item, which will be returned to the customer upon completion of service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturer alert date was 01september2015. Device received by the manufacturer on 22september 2015. Service history review: part no: 391.201, lot no: p009340: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 03october2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Complaint is an adverse event and product problem. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. It was reported the complained event caused an hour delay obtaining another company's tensioner device. That device worked appropriately and the surgery was a success. There was no patient harm. This is report 1 of 1 for (B)(4).